Event description:
It was initially reported that after the patient had exposure to a security door that was recently updated with magnetic door closer/opener. The patient works at a prison and passes through this door frequently throughout the day. The patient had her implant on at the time of exposure and she experienced an overstimulation sensation and increased back pain. The hcp confirmed that the patient experienced pain, a jolting/shocking sensation, and overstimulation after her exposure to the security door. The hcp instructed the patient to turn her device off and go through a different door if possible, but this would be difficult for the patient due to her office location. It was noted that the patient recovered without sequela.